Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected and hardware low level failures pump error alarm. Customer stated that they were able to clear alarm, rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring =black. Customer returned insulin pump for alleged insulin pump error 63 and insulin pump error 53 alarm found on 26-feb-2022. The insulin pump passed the displacement test and self test. Successfully utilized thump to download history/trace files. No alarms or alerts noted during testing. Pump error 63 was confirmed on pump download history on 02/26/2022 with variable 15. Insulin pump error 63 alarm noted at 02/26/2022 05:02:27.000(line number 147 file number 2017). Insulin pump error 53 was also found in insulin pump history on 02/26/2022 at 02:10:00.000(esf# = 3729424 ,line number =1474, file number = 26). The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and cracked case (battery tube). Insulin pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. Insulin pump error 63 and insulin pump error 53 was found in download history, possible hardware issue isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.